Event description:
The customer contact reported the float valve in the soluset did not close when the soluset emptied. The soluset was being used to deliver an unspecified medication. After an unspecified length of time in use, the float valve in the soluset did not close when the soluset emptied. It was reported that no air was delivered to the pt. The tubing set was replaced and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. The catalog number provided is the domestic list number that is comparable to the intl list number. This report represents all the info known by the reporter upon query by hospira personnel.